Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025: information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was that the caller reports that they are seeing settings not available on the controller since friday. The controller is at 100% and the implant is at 30%. The caller reports no falls or trauma. Agent advised patient to charge the stimulator and if message continues to have the stimulator checked. The patient was redirected to their healthcare provider to further address the issue and have the device checked. (B)(6) 2025: additional information was received from manufacturer representative (rep) who reported patient got a lead revision and is doing well.